Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified artery. The physician advanced a 2.25x32mm promus element plus stent to the target lesion, but was unable to cross the lesion. When the device was removed from the patient, the tip of the device was found lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified proximal stent damage. Several rows of proximal stent struts were bunched and had moved distally. The distal section of the stent remained in its crimped location. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified artery. The physician advanced a 2.25x32mm promus element plus stent to the target lesion, but was unable to cross the lesion. When the device was removed from the patient, the tip of the device was found lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.